Event description:
It was reported via medwatch mw5166657 that tip detachment occurred. The target lesion was located at the atherosclerotic m1 occlusion of right middle cerebral artery. A 180 x 25 cm fathom-16 guidewire was selected for use in a cerebral angiogram. During procedure, resistance was encountered near the occlusion site. Consequently, approximately 3-5 cm of the tip detached. Multiple attempts were made to retrieve a broken tip using a snare but it failed and the fragment was left inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported via medwatch mw5166657 that tip detachment occurred. The target lesion was located at the atherosclerotic m1 occlusion of right middle cerebral artery. A 180 x 25 cm fathom-16 guidewire was selected for use in a cerebral angiogram. During procedure, resistance was encountered near the occlusion site. Consequently, approximately 3-5cm of the tip detached. Multiple attempts were made to retrieve a broken tip using a snare, but it failed, and the fragment was left inside the patient. There were no patient complications as a result of this event.